Manufacturer narrative:
(B)(4) additional information: two possible lot numbers were reported, lot 20141221 date of manufacture 19 dec 2014 and lot 20150121 date of manufacture 17 jan 2015. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record for both disposable grounding pads reported with this incident, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported patient burn could not be conclusively determined.

Event description:
During a three-level unilateral lumbar ablation procedure, a patient burn occurred. The neurotherm grounding pad was placed without skin preparation on the patient's right flank above the waistline and the procedure was completed. Following the procedure, the patient presented to the emergency room with a burn to the skin in the shape and location of the grounding pad, which was classified as a first degree or light second degree burn by the physician. The patient was treated with silvadene cream. There were no performance issues with any sjm device during the procedure.